Event description:
It was reported that during a gastrectomy procedure, the stapler with the blue reload had not affixed any staples on the distal section of the duodenum. The distal section opened because no staples were affixed. A conventional suture was used to complete the procedure. The surgery was delayed two hours.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Device will not return because they make a complaint to health care authority and they prefer to retain the stapler. Additional information received: was post-op care changed due to the pro-longer procedure? No. What is the patient¿s current condition? Good conditions, tomorrow the patient will came out of the hospital. Was the user trained? Yes. How often has this person used the device? Since 4 years. On which firing(s) did this event occur (1st, 2nd, 3rd, etc.)? 1st. If not the first firing, were there any problems reloading the device? Please explain. After the closure trigger was advanced, did the surgeon reposition the tissue? No. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? No. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Yes. What was the patient¿s pre-op diagnosis? Bleeding from gastric cancer. Please provide the patient¿s sex, age and weight. Male; unknown. Is there any other additional information you would like to share about this device, procedure, patient or physician? No.

Manufacturer narrative:
(B)(4). Was the prolongation of the surgery only caused by using conventional suture to complete the procedure or what was the reason for it? The delay was only caused by using conventional suture to complete the procedure.